Manufacturer narrative:
(H3) based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis as specified in the hhe: implanted with a lateralized liner. The most likely cause for the revision reported due to early prosthesis wear/osteolysis is a combination of the risk factors specified in the hhe. However, this cannot be confirmed because the devices were not available for evaluation, and no images or radiographs were provided. *the following sections have corrected information: (h6) health effect - clinical code.

Manufacturer narrative:
(H3) pending evaluation.

Event description:
It was reported that this patient was revised. Reason for the revision is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, h4. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.